Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 350 mg/dl to over 600 mg/dl. Reportedly, the customer was unsure of the cause for elevated bg levels. Customer declined troubleshooting with tandem technical support. Customer changed the pump supplies and delivered a bolus to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.